Event description:
While performing cleaning on the alinity I processing module, the 42-year-old female customer was splashed in the eye with waste liquid. She was not wearing proper personal protective equipment (ppe). She was seen by the facility, started on the following regimen of medications (tenofovir 300 mg + lamivudine 300 mg 1 tablet per day, and dolutegravir 50mg 1 tablet per day), and will be monitored for six months. No additional impact was reported.

Manufacturer narrative:
A cleaning assistant was splashed in the eye with liquid waste from the alinity I am processing module serial number (B)(6) while cleaning up a leak/spill that was fixed by the field service representative (fsr). The cleaning assistant was not wearing personal protective equipment (ppe) and was splashed in her unprotected eyes when attempting to wring out the cloth used to clean up the leak. The fsr had inspected the instrument and repaired the leak by adjusting and tightening the 3/4 inch tee barb, waste. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity I am processing module, serial number (B)(6) & 3/4 inch tee barb, waste with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the 3/4 inch tee barb, waste as it relates to the reported event. Labeling was reviewed and was found address the reported event, which includes instructions for the users to wear appropriate personal protective equipment (such as gloves, a lab coat, and eyewear) and use safe practices to help avoid exposure to potential infectious substances. Based on the available information, no systemic issue or deficiency was identified for the alinity I am processing module, serial number (B)(6) & 3/4 inch tee barb, waste.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section e1 - phone number complete entry = (B)(6) . All available patient information was included. Additional patient details are not available.

Event description:
While performing cleaning on the alinity I processing module, the 42-year-old female customer was splashed in the eye with waste liquid. She was not wearing proper personal protective equipment (ppe). She was seen by the facility, started on the following regimen of medications (tenofovir 300 mg + lamivudine 300 mg 1 tablet per day, and dolutegravir 50mg 1 tablet per day), and will be monitored for six months. No additional impact was reported.